Manufacturer narrative:
Product evaluation: the product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. There are no other complaints in this lot. The product investigation could not identify a root cause. (B)(4).

Event description:
A doctor reported that eight days following intraocular lens (iol) implantation, the patient presented with inflammation (3+ tyndall). It was noted that there was no change in the usual post-operative treatment. Inflammation had decreased to 1+ tyndall as of (B)(6) 2017 and had not complained of any functional signs. It was noted that the patient¿s other eye was operated on (B)(6) 2017 with a different implant, and there was no inflammation at the eight day postoperative visit. Additional information was received via a company representative, indicating that visual acuity loss and pain were also noted. The patient was treated with dexamethasone with neomycin, triamcinolone, and ofloxacine postoperatively. It was also reported that results were good after one month; however, six patients had posterior capsular opacification (pco) requiring yttrium aluminium garnet (yag) laser treatment at three months, but it is unclear if this patient was affected. The surgeon does not suspect that the cartridge contributed to the event.